Event description:
It was reported that the blue coating outside the guidewire was fractured. A renegade hi-flo fathom system was selected for use. During preparation, the device was soaked in saline and handed it to the physician. When the guidewire was slowly pulled out, it was noted that the blue coating outside the guidewire was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the blue coating outside the guidewire was fractured. A renegade hi-flo fathom system was selected for use. During preparation, the device was soaked in saline and handed it to the physician. When the guidewire was slowly pulled out, it was noted that the blue coating outside the guidewire was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shipping hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed damage in the form of a fracture located 47.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for a fracture.